Manufacturer narrative:
The insulin pump was received with cracked at corner display window, cracked battery tube threads, scratched on lcd window, cracked reservoir tube and cracked at reservoir tube lip. The insulin pump had compromised force sensor system alarm during the prime test at 4 pounds due to faulty force sensor resistor. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they received compromised force sensor system alarm. The customer's blood glucose was 256 mg/dl at the time of incident. The customer stated that the insulin pump would not rewind. The customer was advised that the insulin pump will need to be replaced. The insulin pump will be returned for analysis.